Event description:
It was reported that this clinic received an alert from this system's remote communicator indicating high, out-of-range right atrial (ra) lead impedance measurements (>3000 ohms). It was noted the ra impedance had risen abruptly over the night. Device data review also showed over-sensed noisy signals from the ra lead. Failed right ventricular (rv) lead auto-threshold tests were also noted as soon as the impedance of the ra lead spiked. It was hypothesized the ra lead conductor may have fractured. High threshold measurements were also noted from this left ventricular (lv) lead. Boston scientific technical services was contacted and recommended thorough provocative maneuvers and diagnostic imaging to evaluate the ra lead integrity. The physician elected to book the patient for a surgical lead revision procedure. Both ra and lv leads were surgically capped and abandoned. New replacement ra and lv leads were implanted with satisfactory measurements to resolve the event. At this time, both the ra and lv leads remain implanted, but capped and out-of-service. No additional verse patient effects were reported.